Event description:
Complainant alleged that the medics were treating a pt at an extended care facility, who was in cardiac arrest condition. The medic reported that the nurse had checked the pt a couple of hours earlier, but when they later checked the pt, the pt was found to be "down". Upon the medic's arrival, they delivered one shock at 200 joules, but when they attempted to defibrillate the pt three more times at 200 joules, the device failed to discharge. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.